Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported screw of the twinfix screw - intraoperatively detached screw head could be confirmed. The twin-fix screw consists out of three parts: yellow (upper) screw part, blue (lower) screw part and snap ring. The screw is disassembled into the yellow (upper) and the blue (lower) part. The snap ring, which prevents the screw from being disassembled, is present on the yellow part and in the correct position / notch. The socket shows high deformations caused by high loads applied by the screwdriver blade and the interface is rounded out (see figure 2 + 3). Based on the investigation and the current information, the root cause was attributed to a user related issue. The detachment of the screw was caused by overloading during the compression of the fracture by the screw. The batch device history record cannot be reviewed because the affected device is not laser-marked (due to size) and the lot number was not communicated. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information must be available in order to fully determine the root cause of the complaint event.

Event description:
It is reported by the surgeon that upon insertion the twinfix screw disconnected at the blue and yellow part.

Event description:
It is reported by the surgeon that upon insertion, the twinfix screw disconnected at the blue and yellow part.